Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button on the pump was not working. When the pump was plugged into a power source, the pump display came on and was accessible. The blood glucose (bg) level was 65 mg/dl. The customer had been very active and had forgotten to set a temporary basal rate causing the bg to drop. Juice was consumed to address the low bg. A pump system check was performed and no device issues were identified. The customer had no further questions.